Event description:
It was reported that a patient underwent an ovarian cyst removal on (B)(6) 2025 and suture was used. During the procedure, the suture broke when the surgeon attempted to sew the wound. Changed to another one to complete the surgery. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # ==> (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. Additional information was requested, and the following was obtained: - it was reported that the event date is july 13, 2025, and the alert date is august 12, 2025. Could you please provide a justification for this variance in the timing of the report related to this file? --loc just received the complaint from hospital in august 2025. H6 component code: g07002 no device problem h3 investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that it was received one opened sample pertain to the product code vcp1358h. A visual inspection was performed on the returned sample, the needle was placed in winding former and the suture was not dispensed. The swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strand and no issue related to breakage suture or anomalies were observed during evaluation. No functional test could be carried out as the absorbable suture was received already exposed in air. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.